Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was initially reported that the trial patient would increase to 4 or 5 and felt stimulation, but then after two to three pulses she stopped feeling it. The patient then increased to 10 and could not stand it. The patient again felt stimulation, but then it stopped after two to three minutes. The patient stated that the stimulator worked wednesday and thursday, but on thursday evening the stimulation started feeling weak and she had to keep turning it up. The patient confirmed that the light kept blinking on the screener. The patient reset the screener by turning it all the way off, leaving it off for 30 seconds, and turning it back on. It was later reported that there was no problem with the box. It was noted that the wire moved during test and the patient lost sensation.